Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as normal wear over time, improper handling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several cracks to the driveline cable and the previous repair¿s tape was worn out. The driveline cable was visually inspected and a transthoracic echocardiogram was performed. A driveline sheath repair was performed per specifications. There were no reported pump stops and no reported effect on the patient. The driveline remains implanted